Manufacturer narrative:
The logs for the navigation system were evaluated by medtronic personnel. The evaluation found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. However, records of this occurrence were not added to the database as the reported issue was resolved in a new application software release. A medtronic representative reported that the application software has since been updated on the suspect navigation system.

Manufacturer narrative:
No parts were replaced and no parts have been received by the manufacturer for evaluation. Issue had resolved during procedure. Issue resolved.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system was working until navigation. When the instrument was changed to a straight suction and verified, the crosshair turned red when the instrument was used in sinus cavity. The instrument name was showing on the bottom of the screen, changing green to red intermittently, however crosshair was never turned green to track instrument after this. Tried multiple instrument with same result. The medtronic representative was able to back up the page to the verify screen, and then was able to proceed to navigation. The system then was then functioning as intended. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.